Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced high blood glucose at the level of 413 mg/dl. Customer was treated with manual injections. Customer declined troubleshooting for high blood glucose. Customer was advised a replacement will be sent. Device is expected to be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to blank display. Device had stripped battery cap threads, cracked battery tube threads. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.